Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 406 mg/dl. The mother stated that her son was sleeping when he received the high blood glucose readings. The customer was advised to check the connection bridge and pins or damage. The customer stated that there is no damage. The customer was advised to connect the test plug and watch for the green led to blink. The customer stated that the rf icon did turn solid.